Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the distal, non-retaining tip of the returned ar-18700-29 had broken. The tip chambers were noted to be twisted, and the breakage pattern across the tip indicated that the device broke under torsional strain. Material analysis showed the ar-18700-29 met all as-received specifications. The condition of the returned device is consistent with over-torquing of the driver during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a procedure the tip of the ar-18700-29 driver shaft broke off into the screw. The rep reported it was the first screw going in using this screwdriver. The tip broke off flush inside the screw and was left inside the patient. Additional information received on 7/15/2020: the procedure being performed was a pip fracture. The surgeon attempted to remove the broken driver tip from the screw, but decided to leave it as they were worried about trying to hard and losing fixation. The screw was down enough that it could remain implanted and effectively complete the procedure. The remaining portion of the screwdriver is returning for evaluation.